Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed several times but continuously dislodged while slitting the sheath. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.